Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, the insulin gauge was incorrect, a cartridge detection notification occurred during the load sequence, and an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer¿s blood glucose ranged between 147-302mg/dl. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.